Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01563. It was reported the patient experienced ineffective therapy. Diagnostics indicated multiple contacts with high impedance. X-rays performed discovered both of the leads migrated. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced.